Event description:
It was reported struggled to morcellate large prostate. Surgeon questioning whether the blades were cutting correctly and if suction was not as strong as he felt it should be. Could be issue with single use suction canister/tissue trap set up during use and then running out of single use canisters so having to reuse a canister. Furthermore it was reported that the surgery had to be aborted and finalized a few days later.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).